Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and intra-abdominal haemorrhage ('abdominal bleeding') in a 24-year-old female patient who had essure (batch no. B61395) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retroverted uterus. Concomitant products included ibuprofen from (B)(6) 2014 to (B)(6) 2018 and ondansetron (zofran) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced migraine ("migraine/migraine/headache"), 1 year 8 months after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("mood swings"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of essure devices (tubouterine implantation, bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain, dysmenorrhoea, mood swings, migraine, fatigue, weight increased and back pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain and dysmennorhea (cramping), the 1st device was located with trailing coils in uterus: 5. The 2nd device was located with trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: negative. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Amendment: the report was amended for the following reason: ccc updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and intra-abdominal haemorrhage ('abdominal bleeding') in a 24-year-old female patient who had essure (batch no. B61395) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retroverted uterus. Concomitant products included ibuprofen from may 2014 to january 2018 and ondansetron (zofran) since may 2014. On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced migraine ("migraine/migraine/headache"), 1 year 8 months after insertion of essure. In january 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("mood swings"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of essure devices (tubouterine implantation, bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain, dysmenorrhoea, mood swings, migraine, fatigue, weight increased and back pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain and dysmennorhea (cramping), the 1st device was located with trailing coils in uterus: 5. The 2nd device was located with trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: negative. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Lot number: b61395 manufacture date: 2013-08-23 expiration date: 2016-08-31 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and intra-abdominal haemorrhage ('abdominal bleeding') in a (B)(6) female patient who had essure (batch no. B61395) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included retroverted uterus. Concomitant products included ibuprofen from (B)(6) 2014 to (B)(6) 2018 and ondansetron (zofran) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced migraine ("migraine/migraine/headache"), 1 year 8 months after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("mood swings"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of essure devices (tubouterine implantation, bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain, dysmenorrhoea, mood swings, migraine, fatigue, weight increased and back pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain and dysmenorrhea (cramping), the 1st device was located with trailing coils in uterus: 5. The 2nd device was located with trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2014: negative. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Amendment: the report was amended for the following reason: ccc updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.